Event description:
It was reported that the patient's pacemaker was explanted due to unspecified anomaly. Patient status was not reported.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction b1 - product problem should not be selected. Only adverse event.

Event description:
New information received indicated that the patient presented with sign of infection that was unrelated to the pacemaker pocket area. The pacemaker was explanted due to the infection and no allegation of malfunction. The patient was stable throughout.

Event description:
New information received indicated that the infection was not related to the product or procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The cause of infection could not be traced to the device.